Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the customer was upset that leadless implantable pulse generator (ipg) longevity was short (1.6yrs) and has higher threshold and is programmed to 5v/.4ms. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery is approaching the indicator signifying the time for device replacement. Analysis of the device memory indicated pacing capture management showed high output in the right ventricular chamber. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture management showed high output in the right ventricular chamber. Analysis of the device memory had an observation relating to the battery longevity estimator. If information is provided in the future, a supplemental report will be issued.